Event description:
The customer called technical support (ts) reporting that the device is displaying 1108 error messages/machine sensor failed. It was confirmed by good faith effort that the device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted.the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined that it has been over 1.5 years since unit had an 1108 error code and caller replaced the solenoids at that time. Caller request part ID for the da pcba as it is the next step in the recommended repair steps. Advised caller that it has been a long time since the issue has happened and that it may not be an ongoing issue but rather a new issue and he may have a faulty solenoid or da pcba. The rse provided part ID for solenoids and da pcba. The customer replaced the solenoid valves 2 & 4 to resolve the reported issue. The device passed required performance verification tests per philips standards. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications.